Manufacturer narrative:
It was indicated the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise and oversensing resulted in temporary high rate pacing on this device and right ventricular (rv) lead. Additionally, low out of range impedance measurements were observed on the rv lead. As a result, the rv lead and device were removed and replaced. No additional adverse patient effects were reported.